Event description:
It was reported that "staples were found jamming prior to use on the patient". No patient involvement.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "staples were found jamming prior to use on the patient". No patient involvement.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. Visual examination of the returned sample revealed that the trigger was partially engaged. The stapler was returned with (B)(4) staples remaining in the cover block indicating at least (B)(4) staples were fired by the end user. The sample appears used as biological material was observed on the returned device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, an unformed staple fired. This was repeated two more times with the same result. It was observed that the anvil in the returned complaint sample was assembled in the incorrect orientation (upside-down) onto the forming tool when compared to a lab inventory stapler. The sample was disassembled and the anvil was readjusted to the correct position. On the next attempt to fire, the staple fired properly. This was repeated two times with same result. To simulate skin insertion, the stapler was fired into a simulated skin pad. The remaining staples fired properly and were successfully closed onto the simulated skin pad. After the anvil was assembled into the correct position, there were no functional issues found with the stapler. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample returned. Upon functional inspection, an unformed staple fired. This was repeated two more times with the same result. It was observed that the anvil in the returned complaint sample was assembled in the incorrect orientation (upside-down) onto the forming tool when compared to a lab inventory stapler. The sample was disassembled and the anvil was readjusted to the correct position. After the anvil was assembled into the correct position, the stapler fired properly and there were no further functional issues found with the stapler. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.